Event description:
It was reported to boston scientific corp that a uromax ultra balloon was being used in a ureteroscopy procedure. According to the complainant, the physician placed a uromax dilatation balloon into the ureter. The balloon was inflated with contrast solution. At this point, the balloon burst and the pt's ureter was perforated. The procedure was aborted and a stent was placed in the ureter at the place of the perforation. The pt is scheduled to be seen by the physician, 6 weeks post procedure, for a follow up. At present, the pt's condition is "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.